Event description:
A pt reported experiencing inaccurate high results with a ot ii meter. The pt's blood glucose results were 80mg/dl (meter), 47mg/dl. (Lab). Tests were done within 10 mins with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.